Event description:
The customer experienced an issue with their pump that led to a visit to the emergency room, which was confirmed to be diabetes-related. Despite attempts to follow up, further information from the healthcare provider was not obtained.